Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad symbols were worn, but no tearing or peeling was found on the keypad cover. All keypad buttons were responsive, and none were sticking. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the display was found to be dim when the pump was powered on. When replaced with a test display it functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.